Event description:
The architect c8000 external waste pump burned out and generated smoke and sparks. The account stated the architect c8000 was generating error 3579, internal low concentration waste tank is full. After field service cleaned the connectors between the architect c8000 and the waste pump, the pump started leaking and burned out with smoke and sparks. The lab's main circuit breaker was turned off and the pump was unplugged and set aside. No injury was reported due to the smoke or sparks.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete. An investigation is in process

Manufacturer narrative:
The field service representative (fsr) visited the customer site to perform a thorough cleaning of the connectors between the architect c8000 and the waste pump. The fsr replaced the pump. The up/down solenoid was repositioned to work properly. The instrument returned to running within specifications. The evaluation was performed using the information the customer provided, which included the complaint text, a complaint search, labeling review, and a product safety analysis of the architect system. The evaluation did not identify a systemic issue with the architect system. The architect system operations manual provides adequate information regarding an emergency shutdown procedure and hazards to avoid personal injury. Based on the available information, no product deficiency was found for this issue. Spark (B)(4) and smoking; no patient involvement (B)(4).